Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned. There is no indication of any device malfunction. Method - biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A zoll distributor reported that a (B)(6) female patient had developed a severe rash under the electrode belt's front therapy electrode pad. The patient reported she had removed the lifevest. Seven attempts were made to follow up with the patient between (B)(6) 2015 and (B)(6) 2014. The clinical outcome of the rash is unknown. There is no indication of any device malfunction.